Event description:
It was reported that the insulin pump had cracks; reservoir window up to the buttons, another crack on the top left hand side going outwards, and another crack on the right hand side. The customer's blood glucose was 12.3 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube window, cracked reservoir tube and stained and cap sticker.